Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported an infection on the sensor insertion site, with symptoms of redness and weeping skin, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported.the user's hcp was aware of the event and prescribed with mupirocin 2% ointment. As per dms, user is not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where the user reported an infection on the sensor insertion site, with symptoms of redness and weeping skin, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported.the user's hcp was aware of the event and prescribed with mupirocin 2% ointment. As per dms, user is not using the system since (B)(6) 2025.